Event description:
Report received from the USA stating that the "wires were exposed" on the foot pedal. The device was received from the operating room requesting a work order to be placed for a repair. It is unk if the device was used in surgery. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was found that the cord is crimped, the housing is dented, and deeply scratched. This is most likely due to mishandling at the customer site. The event was confirmed. If additional info is received, a supplemental report will be sent.